Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a (B)(4), indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted, and a new device implanted. The device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted, and a new device implanted. The device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.